Event description:
It was reported that catheter issue occurred. The 95% stenosed target lesion was located in the severely calcified left main trifurcation (lmt) to proximal left anterior descending (lad) artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the tip of the catheter could not be inserted into the lad. The catheter was advanced while rotating and appeared to be trapped and twisted. The device became difficult to remove, and although it was pulled out when a strong force was applied, the inner and outer catheter have separated and ruptured. The outer catheter remained inside the patients body and was snared for removal. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in a good condition.

Event description:
It was reported that catheter issue occurred. The 95% stenosed target lesion was located in the severely calcified left main trifurcation (lmt) to proximal left anterior descending (lad) artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the tip of the catheter could not be inserted into the lad. The catheter was advanced while rotating and appeared to be trapped and twisted. The device became difficult to remove, and although it was pulled out when a strong force was applied, the inner and outer catheter have separated and ruptured. The outer catheter remained inside the patients body and was snared for removal. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in a good condition.

Manufacturer narrative:
The device was returned for analysis. During visual and microscopic inspection revealed that the telescope and the imaging window were kinked, and the imaging window section was twisted and detached.